Event description:
A customer contacted beckman coulter inc (bci) regarding a crack in the grey colored hydro canister lid. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the hydro canister lid.